Event description:
Procedure type: lymphadenectomy and partial gastrectomy. According to the reporter: the reporting person said that the device presented low potency and difficulty cutting/separating the tissue. The device was replaced. There was no injury reported. There was no temporary or permanent damage as a result of this problem. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).